Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and hard drive were replaced and the software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 had poor image quality during a case. Also would not save images. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.